Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During evaluation of the sample, it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: suspected bilateral rupture of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed by MRI. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2019. It was observed that the explanted devices were intact and had not ruptured. This medwatch report is for the patient¿s right breast prosthesis.